Manufacturer narrative:
(B)(4). This report was filed by the MFR. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for eval.

Event description:
The customer reported an amiodarone over infusion. There was no report of pt harm or med intervention. Although requested, no additional pt/event details were provided.